Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient came into the clinic because they had a syncopal episode the day before. Upon interrogation of the device it was found that the device had also went to end of service (eos) the day before, the same day as the syncopal episode. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.